Event description:
Pt taken to surgery for total laparoscopic hysterectomy. Endostitch mechanical device functioned properly to close cervical cuff. When instrument removed from abd it was noted that a portion of the endostitch needle was missing. Surgeons examined pelvic cavity and sterile field. Count was clarified with surgeon. X-ray ordered for recovery. Reason for use: surgery.